Manufacturer narrative:
Review of this MDR shows that there is no evidence to reasonably suggest that the device in this report may have malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 8703w, lot# l51678, implanted: (B)(6) 1998, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was currently receiving gablofen with concentration 2,000 mcg/ml at a dose rate of 597.8 mcg/day via an implantable pump for intractable spasticity and other spasticity. It was reported that the patient's pump was just implanted on (B)(6) 2016. The pump was alarming or beeping. Throughout the day, the patient heard a very faint, single tone beep that was not as loud as the alarm of her previous pump. The alarm started on (B)(6) 2016 and was occurring twice a day. The patient noticed it more when sitting. The sound was described as not being consistent with a pump alarm. The telemetry strip with settings was read and the critical alarm was set for 00:20 minutes and the non-critical alarm was set for 1 hour. The pump was not due for a refill; the next refill was to occur on (B)(6) 2016. It was noted that an infusion company stated they can't check the pump unless the alarm was occurring. Following-up with a healthcare provider (hcp) to have the pump checked was being considered. The patient did have an appointment scheduled for (B)(6) 2016 to have their staples removed. The new pump insertion was described as being "brutal" because it was done under local anesthesia and it had set the patient back weeks <(>&<)> weeks. The reporter (consumer) indicated that it was just a "debacle", but that it had nothing to do with the pump though. The new pump was implanted in a different orientation in the pocket so the patient was questioning if the catheter was kinked or getting pulled. The patient had a lot of itching on her face, ankles, and lower extremities. The itching had not gotten worse and the patient may be able to wait until (B)(6) 2016 to see an hcp. The patient's nausea was worse. The nausea was a pre-existing condition not related to the therapy. The patient had medicine for the nausea, but this time the nausea was not going away and the patient could sense it more. The change in therapy/symptoms was noted as having been sudden versus gradual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.